Event description:
Postoperative diagnosis: prosthetic joint infection.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident psl ha cluster 50mm, cat# 542-11-50e, lot# mllj8x. Delta v-40 ceramic head 32/0, cat# 6570-0-132, lot# 40535601. Size 4 accolade ii 132 deg, cat# 6720-0435, lot# 40852604. A 6.5 cancellous bone screw 25mm, cat# 2030-6525-1, lot# mllmxk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Medical records and x-rays were not provided to stryker for review due to reporting institution (B)(4) regulations. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding infection involving a trident insert was reported. The event was not confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot or sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided.

Event description:
Postoperative diagnosis: prosthetic joint infection.